Manufacturer narrative:
(B)(4) (film evaluation).

Event description:
A review of films one month post stent graft implant showed an occluded left (ipsilateral) side; the stent graft is completely occluded from just below the flow divider and distally beyond the left hypogastric artery. No obvious cause of the occlusion could be seen; the stent graft appeared relatively straight and was not noticeably kinked. There was an area of stent graft diameter reduction within the mid-length of the ipsilateral extension; however it is unknown if this may have contributed to the occlusion. The post embolectomy cta showed that the occlusion has been resolved, with no obvious stent graft kinking or compression seen.

Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm and a large left common iliac aneurysm approximately 2 months ago. Aneurysm and vessel morphology at the time of implant were not reported. It was reported that the endurant main body (MFR report # 2953200-2011-01496) was put up the left side, followed by an extension limb (MFR report # 2953200-2011-01497) that extended from the ipsilateral limb into the external iliac artery to exclude the left common iliac aneurysm. Approximately 1 month ago, the left limb was found to occluded. The physician elected to intervene by using a 4fr. Embolectomy catheter. During the intervention, two areas of stenosis were identified, which were not obvious on angiography or cta; one area of stenosis was at the junction of the ipsilateral limb of the mani body and the extension limb, and the other area was in the mid- to distal portion of the extension limb, which was related to the iliac tortuosity. Although the physician was unable to entirely clear the thrombus, good flow was achieved. Then, the physician elected to place two self-expanding stents from another manufacturer in order to treat the stenotic areas and exclude the residual thrombus within the limb. There was an excellent angiographic appearance at the end of case. The patient's recovery was complicated by an upper gi bleed and aspiration pneumonia which was unrelated to the procedure. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: (graft occlusion). Results and conclusion: (iliac tortuosity).